Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although a cuff miss/suture retrieval issue was not confirmed, a link detachment was found that would likely result in a suture retrieval issue and would appear similar, therefore, the reported complaint is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, no suture could be retrieved after removing the plunger. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.